Manufacturer narrative:
The inner thread crest is damage and the upper surface of the thread is worn. This can be attributed to extra load applied by the setscrew. The head surface is worn and presents notches due to explantation maneuvers. The flat bottom surface of the setscrews doesn't present worn or damage surface. The damages of the setscrews and the mas are consistent with a cross-threaded insertion of the setscrews. The first setscrew which has been inserted cross-threaded would have damaged the mechanical thread of the mas and then the second setscrew.

Event description:
It was reported that during a spinal fusion procedure, a set screw would not fit in the head of the bone screw. Several other setscrews were tried, and none of them fit into the bone screw. The surgeon explanted the bone screw and replaced it with another. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.